Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low.

Event description:
The homechoice unit was serviced by baxter due to a report of increased intra-peritoneal volume (iipv). During night drain cycle eight, the patient's ultrafiltration reading was 907ml, indicating the home patient (hp) drained 787ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria. It is unknown how long the device was in use when the event occurred. Furthermore, as this event was found during service, any patient injury or medical intervention is unknown.